Manufacturer narrative:
Concomitant medical products: lnq11 cardiac monitor, implanted: (B)(6) 2016, 407645 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dehiscence at the pocket incision site. The patient's implantable pulse generator system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Pal confirmed the functional result was a false failure. The false failure is due to using test script 3.0. The device passes functional test with test script 3.1. If information is provided in the future, a supplemental report will be issued.